Event description:
A meter to lab blood glucose comparison test was made with the reporter's meter resulting in 102 mg/dl and the lab 181 mg/dl. Time difference between the two tests was 5 minutes. There were no symptoms. On follow-up, the reporter did not have control solution for testing. Reviewed qc procedures and meter/lab testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8